Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for review. The patient had emergency backup battery (ebb) fault alarm lwhich resolved with self-test. The alarm reoccurred on 25mar2026, with no resolution of alarm with self-test. The patient went to clinic for log files and to have the ebb replaced. The log captured backup battery fault alarms on 18mar2026 between 5:59 am and 6:29 am, then again beginning at 3:32 pm on 25mar2026. The system controller was returned to the manufacturer, indicating exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. Review of the submitted log files captured backup battery faults alarms on 18mar2026 and from 25mar2026 to 26mar2026 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring under the acceptable threshold. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. The 11 v backup battery (serial number (B)(6)) was returned for analysis in unremarkable condition. The backup battery was inserted into a test controller which was connected to a test power module, system monitor and mock loop. The battery was functionally tested and passed all testing without any issues or alarms activating. The provided information stated that alarms did not resolve after self-test. The system controller was exchanged, and it is unknown if alarms resolved. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. A corrective and preventive action was opened to further investigate this issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6) revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The IFU, section 2, entitled ¿system operations¿, includes how to uninstall/reinstall the backup battery if replacement is ever necessary. Section 2 of the patient handbook, entitled ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. Section 10 of the IFU and section 10 of the patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Upon further review, the system controller was not exchanged; only the ebb was exchanged.